Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus with sn (B)(6) was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message "endoscope image quality may be deficient". The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The probable root cause for failure in electrical testing is attributed to an electrical and communication failure within the endoscope. The probable root cause for camera instrument ¿ endoscope tip damage is typically attributed to the user, such as inadvertent collisions with hard surfaces or drop of the scope. The probable root cause for endoscope transmittance is attributed to the measured output power not meeting specification limits.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed a message indicating that the image was deficient. The customer had a recognition issue with a 30-degree endoscope and the replacement endoscope caused the system message. The customer power cycled the system, but the issue persisted. The technical service engineer (tse) had the customer clean the endoscope connector and reseat it while hard power cycling the vision side cart (vsc). The issue was the same and the image was dark. The tse walked the customer through white balancing the endoscope manually and the image became brighter. The customer was continuing the case but experienced an inverted image issue that could not be resolved. The customer then continued laparoscopically. The procedure was converted to laparoscopic with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the 30-degree endoscope plus involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and tested and placed on an in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message ¿check endoscope cable connection/endoscope self - test failed¿. The endoscope had a wpb defect. The endoscope was visually inspected and found damage to the button pack assembly. A visual inspection confirmed hairline crack(s) on the light button of the button pack assembly. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage from mishandling/misuse, which may include an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing.

Event description:
Refer to h11 for follow-up information.